Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was scheduled for an MRI of their brain and cervical spine, however, the patient indicated that their stimulator did not work, and had not worked in years. MRI eligibility sheet and how to obtain MRI guidelines was reviewed. No symptoms were reported.